Manufacturer narrative:
(B)(4). Batch # r9522d. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated broken and the feed link was noted broken. In addition, 14 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. A manufacturing record evaluation was performed for the finished device batch r9522d number, and no non-conformances were identified.

Event description:
It was reported that notes on the packaging said, doctor claimed there were no clips deploying when firing. Another device was opened and used to complete case. There were no patient consequences.